Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited stickiness on the control section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include some kind of stress such as damage or deterioration of parts. The most probable cause could be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.